Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the submission of the initial MDR ts was able to contact the patient, and concluded that the h6 code 2687 foreign body in patient accurately depict this event. The 2687 must be removed from the h6 field .